Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine did not remove the correct amount of fluid during a patient¿s dialysis treatment. The biomed reported that the ultrafiltration (uf) removal was low and the patient ended up gaining weight. The biomed was advised to perform the uf problem identification checklist. Additional information was obtained upon follow-up with the facility¿s charge nurse (cn). The cn confirmed the patient was able to complete their treatment on the machine. It was confirmed the uf was turned on for the treatment, and that it was never turned off. The patient ran their full three-hour treatment without issue and there were no machine alarms. However, the correct amount of fluid was not removed. The patient¿s uf goal was set for 3.1 kg. The patient¿s pre-treatment weight was 83.7 kg, and their post-treatment weight was 84.1 kg. The same scale was used for both weights (pre and post). Per the treatment sheet, the machine did not remove any fluid (0.0 kg). The patient did not eat or drink anything during the treatment, and they did not receive any extra fluid. No adjustments were made to the patient¿s uf goal, rate, or time, and the up/down arrow keys were not touched. The patient did not have any complaints or symptoms during or after the treatment; there were no adverse effects experienced as a result of the reported event. No medical intervention was needed, and no medication or extra treatment was given to the patient. It was confirmed that the patient is continuing their hd treatments without any further problems. Following the completion of treatment, the machine was removed from service for evaluation. The biomed performed uf testing on the machine. It was confirmed the machine passed all tests and was returned to service. No repairs were needed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A biomed performed uf testing on the machine, and the machine passed all testing. The reported failure could not be duplicated. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine did not remove the correct amount of fluid during a patient¿s dialysis treatment. The biomed reported that the ultrafiltration (uf) removal was low and the patient ended up gaining weight. The biomed was advised to perform the uf problem identification checklist. Additional information was obtained upon follow-up with the facility¿s charge nurse (cn). The cn confirmed the patient was able to complete their treatment on the machine. It was confirmed the uf was turned on for the treatment, and that it was never turned off. The patient ran their full three hour treatment without issue and there were no machine alarms. However, the correct amount of fluid was not removed. The patient¿s uf goal was set for 3.1 kg. The patient¿s pre-treatment weight was 83.7 kg, and their post-treatment weight was 84.1 kg. The same scale was used for both weights (pre and post). Per the treatment sheet, the machine did not remove any fluid (0.0 kg). The patient did not eat or drink anything during the treatment, and they did not receive any extra fluid. No adjustments were made to the patient¿s uf goal, rate, or time, and the the up/down arrow keys were not touched. The patient did not have any complaints or symptoms during or after the treatment; there were no adverse effects experienced as a result of the reported event. No medical intervention was needed, and no medication or extra treatment was given to the patient. It was confirmed that the patient is continuing their hd treatments without any further problems. Following the completion of treatment, the machine was removed from service for evaluation. The biomed performed uf testing on the machine. It was confirmed the machine passed all tests and was returned to service. No repairs were needed.